Event description:
The customer reported being in the emergency room several times due to high blood glucose over 600mg/dl and cellulitis infection. The caller experienced nausea and headaches. The customer stated that she was wearing the insulin pump the fist time she was hospitalized, and then the doctor ordered her to stop using the device to allow her skin to heal. The customer mentioned that she lost the battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.